Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 6. Details of surgery: immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: increased sensitivity and inflammation. No further patient complications were reported.